Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient death as the death occurred during treatment. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler and the death. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. The cause of death is attributed to cardiac arrest for which the patient had pre-existing cardiac issues. Cardiac disease is a major cause of death in dialysis patients with sudden cardiac arrest being the single largest specific cause of death. Based on the available information the liberty select cycler can be excluded as the cause of the patient death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired during pd treatment. The patient was in treatment on the liberty select cycler (unknown phase) on (B)(6) 2019 when she expired. The patient expired at the hospital and the cause of death is listed as cardiac arrest, unknown cause with no secondary cause. There were no reported issues with the pd treatment or the liberty select cycler and no allegations of a malfunction. The patient did have pre-existing cardiac issues including left ventricular hypertrophy. To date, the liberty select cycler and pd therapy supplies have not been scheduled to be returned to the manufacturer for physical evaluation.